Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. No missing segments or partial display during testing. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. The customer stated that buttons and the tape was peeling off. The customer stated that keypad was peeling off. The insulin pump will not be returned for the analysis.